Event description:
It was reported that the procedure was to treat a lesion in the ramus artery. The copilot was used during the procedure, and noted to be leaking. The procedure was continued with the same copilot. During the final injection, air entered the left anterior descending artery, and the patient experienced an st segment elevation. The air resolved on its own, and the patient had a good final result. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.